Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt had high lead impedance readings. X-rays were reviewed by the MFR which did not identify any lead discontinuities. No pt trauma or device manipulation was admitted. The pt's vns has been disabled. Revision surgery is planned for 2008.